Event description:
It was reported that temperature alarm occurred while pump was charging and had not been exposed to extreme temperatures. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump.